Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer's blood glucose level was 160 mg/dl. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional tests could not be performed due to the motor error alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).